Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they woke up in the morning and their blood sugar was 187 mg/dl. The patient then ate and went to their endocrinologist appointment. Once at the appointment they began to feel nauseated and while in the doctor's office the patient vomited. At that point the patient's blood sugar was checked twice and the readings were 474 mg/dl and 490 mg/dl. The patient was then transferred to the (B)(6) 2021, and was then transferred to (B)(6) and stayed there from (B)(6) 2021. Patient stated that both hospitals were connected. The patient stated while there they were treated with intravenous therapy with fluids and insulin.